Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection found thermal damage. The conductor wire was exposed, and the insulation damaged. Common causes of this failure mode were attributed to a component failure. An additional observation related to the customer complaint was identified. The instrument was found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection. There was thermal damage and but no missing material. In addition, the instrument was found to have a bent grip, causing a misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Common causes of the failure mode bent instrument grips -tips are typically attributed to the user mishandling/misuse. Bent grips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard issue/objects or collisions with other instruments.

Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid surgical procedure, that an force bipolar instrument jaws were stuck open and the wire was loose. The customer stated that they could not get it out of the trocar without forcing the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.